Manufacturer narrative:
A medtronic representative visited the site and tested the system. He found that system passed all testing and everything was accurate. He tested the s7 and o-arm together with a spine model. He took two spins on the right side of the o-arm and two spins on the left side of the o-arm. Two spine referencing trays were also used for each spin. Each spin was accurate with navigation. Software investigation concluded: "surgical procedure was a lateral inter body fusion with screw fixation and only globus implants were being used." The site was using non-medtronic instruments. Site used the application in an off label way and was unsuccessful. Software functioning as designed.

Event description:
A medtronic representative reported that the surgeon said that accuracy was "spotty". Navigation was allegedly approximately 4mm inaccurate inferior-superior but accurate anterior-posterior. Surgical procedure was a lateral interbody fusion with screw fixation and only globus implants were being used. Inaccuracy was noticed on the left side of the patient and prior to interbody insertion. The surgeon was attempting to mark out his mis (minimally invasive surgery) pedicle screws. No delay in surgery, or harm to patient.